Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they did not encounter an adverse event or complication related to any medtronic device in the study. There was only 1 complication that was caused by groin hematoma after the procedure, so it is not related to any medtronic product. The flow diverter that failed to open was not manufactured by medtronic, and the patient was clinically fine for the 4 years of follow up.

Manufacturer narrative:
El tartoushy, m. I., kamel, a. I., el fiki , a. A. S., <(>&<)> youssef, f. H. (2022). New endovascular approaches in management of intracranial complex bifurcation aneurysms not amenable to simple coiling. International journal of health sciences, 6(s1), 11357¿11373. Https://doi.org/10.53730/ijhs.v6ns1.7777 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
El tartoushy, m. I., kamel, a. I., el fiki , a. A. S., <(>&<)> youssef, f. H. (2022). New endovascular approaches in management of intracranial complex bifurcation aneurysms not amenable to simple coiling. International journal of health sciences, 6(s1), 11357¿11373. Https://doi.org/10.53730/ijhs.v6ns1.7777 medtronic literature review found a report of patient complications in association with a solitaire ab and pipeline flex. The purpose of this article was to assess the efficacy, safety and durability of new endovascular approaches in management of intracranial complex bifurcation aneurysms. There were 37 endovascular treatments performed for 32 patients with complex bifurcation aneurysms. There were 18 males (56.25 %) and 14 females (43.75 %), with a mean age of 48.1 years (range 20-67 years). Stent assisted coiling was performed in 8 patients, an unknown number of which used a solitaire ab stent. Flow diverter stents were used in 7 patients, an unknown number of which used a pipeline flex embolization device. The following intra- or post-procedural outcomes were noted: - one patient in the stent assisted coiling group had a hematoma at the femoral puncture site which extended to the scrotum. He received blood and plasma transfusion and was controlled. Two days later he died in the ICU from myocardial infarction. They were said to be known to be a cardiac patient. - one flow diverter stent wasn¿t completely opened in its middle segment. They showed residual patency of the aneurysm with intimal hyperplasia of the artery at 6 months angiographic follow up due to improper opening of the mid segment of the stent during deployment.